Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module. The following results were provided: sid (B)(6) 1st measurement 116.6 mmol/l, repeated on a different instrument 134 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Service inspected the module and determined the cable, ict to ict pre amp the likely cause of the issue. The part was replaced, and the issue was resolved. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for the complaint issue. Labelling was reviewed which adequately addresses the current issue. Based on all reviewed data, we conclude that there is no product deficiency identified in this complaint.